Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. A visual and microscopic inspection confirmed that the probe was broken. The broken probe measured approximately 14mm from the distal end. Additionally, the device failed the probe check and error code u509 (tip break) was displayed.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic laparoscopic total hysterectomy and colpotomy procedures, the probe broke in two pieces after hitting the metal cup. The distal part of the probe fell inside the patient. The physician used a grasper to retrieve the fragment. Another similar device was used to successfully complete the intended procedures. There was no patient injury reported. No additional information was provided.